Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance, high thresholds, and oversensing. The rv lead remains in use, and a lead revision procedure has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead revision was done for the right ventricular (rv) lead. At the revision procedure it was found that the rv lead pin was not properly inserted into the connector block. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initial report of high/undefined pacing impedance, high threshold, and oversensing occurred shortly after a device replacement procedure. A connection issue was suspected. The right ventricular (rv) lead and device remained in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at the right ventricular (rv) lead revision procedure the rv lead was disconnected from the device and tested. The same rv lead was reconnected again to the device. The rv lead remains in use as the physician is deciding what to do because they have a lead fracture issue. No patient complications have been reported as a result of this event.